Event description:
A technician reported that an intraocular lens (iol) subluxed to the bottom of the patient's eye. Additional information was received from the ophthalmic assistant that the lens was noted to be subluxed approximately four years after implantation. The lens was exchanged and the event resolved. In the surgeon's opinion, it is unknown if the device caused/contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough information was provided from the account to properly complete an investigation. There have been no other complaints reported in the lot number. Attempts were made to obtain additional information by phone, fax, and mail. (B)(4).